Manufacturer narrative:
A philips remote support engineer (rse) spoke by telephone support with the customer and was advised to replace the speaker cable which had a bad contact. A philips field service engineer (fse) went to the customer site and identified the sound being emitted from the device was not clear. The fse determined the device speaker assembly was defective. The speaker assembly was replaced, and the device remains at the customer site.

Event description:
The customer reported a loss of sound and unable to hear the alarms due to bad contact with the cable. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. A philips field service engineer (fse) went to the customer's site and replaced the speaker.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.